Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley tray part that injects sterile water during product use was damaged. They were not sure whether the syringe tip was broken, or the inflation valve was broken. On visual inspection they confirmed that the valve was removed. No abnormalities were detected with the syringe tip. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley tray part that injects sterile water during product use was damaged. They were not sure whether the syringe tip was broken, or the inflation valve was broken. On visual inspection they confirmed that the valve was removed. No abnormalities were detected with the syringe tip. They cut the inlet tube and discarded the bag.